Event description:
It was reported black debris was coming out of bottom of eye piece. Foggy. No patient involvement. No death or (unanticipated) serious deterioration in state of health reported

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Result of investigation: during the examination of the optics, poor imaging was detected, caused by a break in one or more rod lenses. The distal cover glass shows residues of unknown origin. The metal is pitted around the distal window. Thus, the inspection confirmed the error description provided by the customer: black debri / foggy. This event is filed under internal complaint ID (B)(4).